Manufacturer narrative:
Analysis found that only the connector portion was returned in three pieces the rv connector measuring 2.8 cm, the is-1 connector measuring 8.0 cm , and the svc connector measuring 3.0 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-10384. It was reported that the patient expired on (B)(6) 2020. There is no allegation from a healthcare professional that the death was device related. The cause of death was a heart attack. No additional information was reported.